Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a (B)(6) patient (at the time) had an intraocular lens, model clfrxlb, implanted in the left eye on (B)(6) 2005. The same model, different diopter, was implanted in the right eye 14 days later. The patient has had a trabeculectomy to reduce eye pressure before the lens implantation in both eyes. On (B)(6) 2016, a check was carried out. Both sides showed a correct positioning of the silicone lens in the capsular bag and a functional filter cushion. On the right eye, under the slit lamp microscope, a transparent layer (or coating or film) appeared on the anterior surface of the lens and a thick whitish cloudiness covering the entire posterior surface of the lens. It appeared as a condition of yag-capsulectomy. A renewed attempt at yag-lens cleaning was unsuccessful. In the left eye, proper positioning (literally seat) of the posterior chamber lens with a small pigment layer (or film) also appeared on the lens anterior surface (normal diagnosis); otherwise no clouding could be ascertained. 10 years after the implantation of a silicone lens in the right eye, there is the clouding of the lens which unfortunately affects the only functional eye. The left eye has only partial function because of a glaucomatous optical atrophy. The patient is disturbed by the cloudiness, above all with bad lighting conditions. For the moment a lens exchange is planned, because it affects the only functional eye and the current visual acuity is -1.50 spherical = 0.75 cylinder / 160 degrees - 0.8 in the right eye. Additional follow-up indicates that the surgeon will not perform an explant. No further information was provided.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed as the lens remains implanted. The reported complaint could not be verified as the device was not returned. Manufacturing records were reviewed and the clariflex sensar iol model was manufactured according to specification. The lenses were released according to specifications. A search in the system revealed this is the only investigation request/complaint that has been generated for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the historical complaint review, and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.